Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the battery pca and battery cells. The cause of the non-functional battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event or death associated with the battery malfunction.

Event description:
03/16/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery pack indicating that it was non-functional.